Event description:
The customer complained that the siderail would not latch in the up position.

Manufacturer narrative:
The technician discovered that the weldment nuts were loose. The technician tightened the weldment nuts, which resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.